Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad had a stuck key. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a spectrum iq infusion pump keypad had a stuck key. This occurred during an unspecified process step. There was no patient involvement. No additional information is available. H10: the device was received for evaluation. During functional testing, the 'pump has stuck key' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key being worn out and possibly working intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.